Event description:
The account reported that as the doctor attempted to insert a guidewire through the catheter, the guidewire exited through the catheter's body tubing near the hub. There was no pt injury or harm as a result.